Manufacturer narrative:
(B)(4). Complaint conclusion: the coil was returned undamaged. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 52.1 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated. The coil detached on the first detachment cycle. Post-detachment inspection found that the dpu still passed electrical testing with resistance at 51.8 ohms and the enpower systems ready green light remained illuminated. Post-detachment inspection found that the detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach was not confirmed, as the dpu passed electrical testing and the coil was detached on the first detachment cycle, therefore the root cause of the coil unable to be detached inside the target site cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a 4.03 x 6.2mm anterior communicating artery aneurysm the deltapaq coil (cdf10015230/ c22912) could not detach in the aneurysm. The coil was removed and exchanged for a new one to complete the procedure. There was no report of patient injury. The microcatheter used for the procedure was unspecified, but it was not necessary to remove the microcatheter with the coil. The coil did not appear damaged in any way (i.e. Stretched, kinked, prematurely deployed, separated). It was reported that a pre-deployment electrical check had been performed. It was unknown if a fault light was seen during the case or if lights illuminated. The event did not result in a clinically significant delay in the procedure.